Event description:
The rptr did consecutive blood glucose tests, with results of 184, 174, 75 and 172 mg/dl. No details of the tests were given. The rptr did not have any symptoms. No harm was alleged.